Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a 25-year-old female patient experienced endophthalmitis following cataract extraction with intraocular lens implantation in the left eye. There were concerns regarding sutures or wound integrity. Postoperative prophylaxis included a subconjunctival antibiotic injection, a steroid, and a nonsteroidal anti-inflammatory drug prescribed to the patient. On the same day of surgery, the patient experienced pain, blurry vision, redness, and swelling. Clinical findings included vitreous inflammation, conjunctival inflammation, aqueous cells, and aqueous fibrin. No culture was performed. The event resulted in clinically significant visual changes. The surgeon was uncertain about the cause and noted that a retrobulbar block had been administered preoperatively. The patient received intravitreal antibiotic treatment. The current condition of the patient was unknown.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the corneal edema, hyperemia, eye pain, endophthalmitis, vision blurry/decreased-not otherwise specified, additional medical/surgical intervention, inflammation-conjunctivitis, intraocular pressure increased, and iritis complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of the reported complaint condition include: solution quality issue ¿ unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a batch. Consumer mishandling no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology no conclusion can be made as this factor is outside the control of the manufacturing facility. Event unrelated to product use - no conclusion can be made regarding this root cause based on information available. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.